Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device still remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness whiting to spec). ¿ cardiac complication-ndr: not applicable as the event is not related to the device. Additional observations: ¿ observed missing shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "mild lv diastolic dysfunction" via us report which was not device related. The device was explanted and replaced.

Event description:
Healthcare professional later reported "mild lv diastolic dysfunction" via us report which was not device related. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.